Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to abrasion while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness. A remote transmission showed that the right ventricular (rv) lead triggered a lead warning for high impedance and there was possible oversensing noted on high rate episodes. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.